Event description:
Per the clinic, the patient experienced a infection at the implant site. Medical treatment was attempted; however, the issue could not be resolved.the device was explanted on (B)(6), 2015.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Manufacturer narrative:
Correction: the correct date of explantation is (B)(6) 2014, and not (B)(6) 2015 as previously reported. This report is filed (B)(4) 2015.